Event description:
It was reported to medtronic neurosurgery that a patient implanted with a strata lp nsc valve was overdraining despite the valve being set at the highest pressure setting. According to the report, the valve was implanted to drain a paraspinal cyst.

Manufacturer narrative:
The product was not returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It is unknown if the device was explanted. The use of a strata nsc lp valve a drain a paraspinal cyst is not an indicated use of the product. All of out valves are 100% tested at the time of manufacture.